Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 15-nov-2017. The most recent information was received on 21-nov-2017. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. B85132 / c26937) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("articular pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia and menorrhagia had not resolved. The reporter provided no causality assessment for arthralgia, menorrhagia and pelvic pain with essure. The reporter commented: slight improvement despite the removal of essure. Removal was not performed at the hospital where the reporter works. He did not see the patient again since essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-jan-2018 for the following meddra preferred term: pelvic pain the analysis in the global safety database revealed 9.657 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2018: removal questionnaire received: removal was not performed at the hospital where the reporter works. He did not see the patient again since essure insertion. Patient information updated. Another batch number provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 15-nov-2017. The most recent information was received on 21-nov-2017. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. B85132) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("articular pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia and menorrhagia had not resolved. The reporter provided no causality assessment for arthralgia, menorrhagia and pelvic pain with essure. The reporter commented: slight improvement despite the removal of essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-nov-2017 for the following meddra preferred term: pelvic pain the analysis in the global safety database revealed 7.398 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2017: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.